Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during the implant procedure this pacemaker exhibited noise and oversensing. The right ventricular (rv) lead was removed from the device header and inspected. The rv lead was reinserted and the pocket was closed. Following the procedure, a review of the electrograms (egm) indicated pauses in pacing for approximately 2.5 seconds due to oversensing. The pocket was reopened and the device was explanted and successfully replaced. No additional adverse patient effects were reported.